Event description:
The customer allegedly was coming down a ramp in his powerchair and got caught in the railing resulting in a fall. The user sustained a broken tooth requiring dental work.

Manufacturer narrative:
The q1420 was not returned to pride; eval of the powerchair was performed by the provider. The provider determined the powerchair to be in need of maintenance, and performed service to the motor brushes, seat, and anti-tip wheels. The provider determined the event to be a result of user error, and that the q1420 did not cause or contribute to the reported event.